Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
Eight months after having a stent placed in the right carotid artery, the pt expired. The cause of death is unk. The pt is a female pt was consented to the study. The index procedure was completed 2007, and pt was asymptomatic. The target lesion location was the ostium of the right internal carotid artery. There was no occlusion in the contralateral carotid. The rate of stenosis was 70% lesion calcification was described as mild. Vessel tortuousity by visual inspection was mild. An angioguard distal protection device was deployed and retrieved successfully with no technical problems. Pre-dilatation of the lesion was performed. A precise stent was successfully implanted for treatment of target lesion. There was no malfunction with the stent. Upon removal of the angioguard, there was no debris found in the filter basket. The procedure was completed. The pt left the angio suite neurologically intact. The pt was discharged on the next day. The pt expired in 2008. The cause of death is unk. Please note that multiple attempts to gather add'l info have been made and have been unsuccessful.